Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Battery voltage was 2.658v on (B)(6) 2016. Confirmed evidence of twos. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing (twos) was observed with the implantable cardioverter defibrillator (ICD) and it was noted the twos had not occurred with the previous competitor ICD, as the competitor r-wave filtering was dedicated to tip/coil sensing instead of true bipolar sensing configurations. The physician noted the ICD was approaching elective replacement indicator (eri) and would be replaced with a competitor device to resolve the twos. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.